Event description:
It was reported that the patient was hospitalized for one week due to a blood infection. A catheter on the right side of the patient's chest had tested positive for infection, so it was removed and the patient was treated with IV antibiotics. The patient did not believe that the catheter was the only source of infection as she had pain underneath her enteral neurostimulator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: na; lead: model 435135, serial# (B)(4), implanted: 2008 (B)(6), explanted: na.